Manufacturer narrative:
Device serial number has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the nurse observed a yellow alarm message on the system monitor. The message read "power disconnected" with no audible alarm. At the same time it said 0 rpm below "speed" but the flow display was normal. The system controller was switched to battery power and back and the message subsequently disappeared and the speed registered correctly.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system monitor displaying a yellow ¿power disconnected¿ flag, and displaying the pump¿s speed as 0 rpm, were not confirmed. The system monitor (serial number unknown) was not returned for analysis. Per the reported event, the issues resolved after the controller was disconnected and reconnected to wall power. The root cause of the reported communication issue was unable to be conclusively determined through this analysis. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. The serial number of the system monitor was not provided. No further information was provided. The manufacturer is closing the file on this event.